Event description:
Customer reported that battery life diminished significantly, using over 35% within a 24-hour period, and charging port became detached from the inside of the pump with potential for imminent failure. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting and initiated a renewal order for potential future loaner need.